Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a cori-assisted tka, after finishing the femur mapping and model in real intelligence cori, after moved onto the tibia. The tibia model did not load in correctly and were unable to correctly map the tibia. The tibia model loaded in more in a circle and seemed to have a femur shaft attached to it. Converted to image less and finished out the case. Surgery was performed after a non-significant delay, with the same device. No patient complications were reported.

Manufacturer narrative:
Additional information received by the reporter has identified that this event should be re-evaluated for MDR reporting. The new information states that after the issue occurred, the team reviewed the case files on sharepoint and confirmed that the tibia and femur files in the folder were correct it was determined that the issue was result of a user error, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.